Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the reload involved with this complaint and completed the device evaluation. The reload was returned stuck on RMA#1366258 stapler that was in hard clam position. The reload had to be removed using a release kit. Upon visual inspection, the reload was not fired. No pushers of the staples were found at the bed surface of the cartridge. The reload knife was still concealed at the proximal end of the cartridge. Additional observation not reported by the customer was body cartridge damage. The body exhibited several mechanical indentations and scratch marks to the surface of the cartridge. Surface material, measuring roughly 0.03" to 0.19" in length appeared to be removed. Material was missing and not returned by the customer. This type of failure is commonly associated with mishandling/misuse.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the reload could not be removed. The procedure was completed with no reported injury.